Manufacturer narrative:
Complaint record being cancelled due to being opened in error. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
Complaint record being cancelled due to being opened in error.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) malfunctioned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.